Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a balloon rupture occurred. The target lesion location and lesion characteristics were not provided. At some point during the procedure, a quantum maverick mr balloon catheter 3.25x15mm ruptured. No details in regards to the procedure were available. The procedure was completed with a different device. No patient complications were reported and the patient status was reported as "good".

Manufacturer narrative:
The balloon catheter was returned in a deflated state. The system was pressurized in the product analysis lab to locate the leak. The balloon was then inspected under magnification. A pinhole was found in the balloon wall located 5 millimeters from the proximal edge of the distal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material, which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the burst. A review of the manufacturing documentation found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural failures. (B)(4).